Event description:
During an angiography procedure performed by the radiology department, the rotator on a high pressure tubing set broke while injecting at 900 psi. The tubing set was connected to a micro-catheter. No patient harm or injury resulted from this event.

Manufacturer narrative:
The actual device in question was returned to merit medical for evaluation. Visual inspection showed that the threaded portion of the rotator body had separated from the lower portion of the rotator body. The male luer taper met specifications. The complaint was confirmed. Because the lot number of the device in the reported event is unknown, manufacturing records were not reviewed for abnormalities. The threaded portion of the rotator body separated from the lower portion by a crack between the joint and the flange. This type of failure may have been caused by misalignment of the female luer/rotator connection during assembly, although this could not be confirmed. Due to the friction between the nozzle and female luer fitting, the connection would have remained intact until sufficient force was applied, such as pressure injection. Merit conducts sample leak testing during the manufacturing process on these assemblies. However, this leak testing is not sufficient to force a break in assemblies. No other complaints related to this failure mode have been reported to merit.